Event description:
Event reported through clinical follow-up thromboembolism - perfmanent neurological event that effected lower limb girdle and increased tremor of left hand. Event was partially resolved. Pt continues to be followed.